Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes cracking with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: customer reports that a total of 9 tubes have broken in the centrifuge in the past 2 days. Today they broke within the first minute of centrifugation. They tubes are completely shattered. We have been spinning in this centrifuge in the past with no issue and the tubes do fit in the centrifuge correctly. We did not recently get new inserts and the inserts we are using are round at the bottom. I did clean the buckets after the first set of tubes broke and there did not appear to be any left over glass. All tubes were from the same lot#. It was only 1 patient. Site does have tubes they can return for testing. Site spins tubes for 1200g's for 30 minutes.

Event description:
It was reported that tubes cracking with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: customer reports that a total of 9 tubes have broken in the centrifuge in the past 2 days. Today they broke within the first minute of centrifugation. They tubes are completely shattered. We have been spinning in this centrifuge in the past with no issue and the tubes do fit in the centrifuge correctly. We did not recently get new inserts and the inserts we are using are round at the bottom. I did clean the buckets after the first set of tubes broke and there did not appear to be any left over glass. All tubes were from the same lot#. It was only 1 patient. Site does have tubes they can return for testing. Site spins tubes for 1200g's for 30 minutes.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.